Event description:
Additional information received indicates the leads were explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A4 - patient weight updated.

Manufacturer narrative:
The event date is estimated.

Event description:
Device 2 of 2: manufacturer reference report number #: 3006705815-2021-02481. It was reported that the patient may have surgery to address lead migration.